Event description:
It was reported that a 980 ventilator generated an inoperable error message. Although requested, it is unknown if a patient was connected to the ventilator at the time of the reported event. The service engineer (se) inspected the device and found a diagnostic code in the memory logs relevant to the reported issue; however, was not able to duplicate the reported issue. The se performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
Updated.

Event description:
There was a patient on the ventilator at the time of the reported event. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.